Event description:
Patient received an implant on (B)(6) 2012 of a bifurcated device, an aortic extension, a limb extension on the left and a limb extension on the right. A follow up computed tomography scan revealed a distal type I endoleak on the right iliac. During the secondary intervention, the endoleak could not be detected under fluoroscopy. The physician elected to treat the patient with a flared limb extension. It was reported the right limb occluded on (B)(6) 2012, due to a buildup of thrombus. The physician administered a tissue plasminogen activator (tpa) drip overnight which resolved the occlusion. It was reported the patient tolerated the secondary intervention and the tpa treatment well.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
Review of lot records/work orders, prior reports. No issues were noted. Actual device not returned hence no device evaluation performed. No conclusions can be drawn.